Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was unresponsive and that a cartridge alarm occurred indicating that the cartridge was over-filled despite insulin in the cartridge. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.